Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there were no issues that resulted in the damage that was found. They did not use the instant detacher. 2 attempts were made to detach with the manual menthod. The backup hand-breaking detachment area broke, and the detachment wire could not be pulled out. There was no damage to the pushwire observed after removal.

Event description:
It was reported that during an aneurysm embolization treatment the bare axium 3d coil was not detached successfully in the internal carotid artery. The coil body was pulled out, requiring the coil to be withdrawn and replaced with a new one. The new coil was successfully detached. No patient complications have been reported as a result of this event. The patient's blood flow and vessel tortuosity were normal. The aneurysm max diameter was 6mm, and the neck diameter was 4mm.

Manufacturer narrative:
Continuation of d10: product ID ID-1-5 (lot: unknown); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
This event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplimental mdrs are required. Due to gch functionality, the complaint flag cannot be flipped to 'no' as a regualtory report exists in this pe.

Manufacturer narrative:
Event is a duplicate event of regualtory report 9617601-2025-00278. No further information will be provided in this report and all further information will be provided in 9617601-2025-00278. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.